Event description:
The patient fell out of the bed and the staff was unable to hear the alarm at the nursing desk. The initial inspection by the biomedical technician found the bed exit set correctly, but the cable between the bed and the in-room nurse call station was missing. The cable was installed and the bed exit alarm tested fine.